Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced upon power up. The reported condition was verified. Visual inspection found the cause was a failure of the processor board, which was not functioning properly. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank screen after the software update was done. The failure occurred before the first clinical use (obf) in the biomedical service department. There was no patient involvement. No additional information is available.